Event description:
It was reported that during an implant procedure, the left ventricular lead was found to have high pacing impedance. The lv lead was not used and another lv lead was used to complete the implant procedure. No patient consequences were reported.

Manufacturer narrative:
Further information was requested but not received.